Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the machine is not suctioning all the time. Just got kit last month. (B)(6) with caregiver (B)(6) on the backline- states unit is not working. She was informed of need to go over t/s and w/t. The unit failed test as it did not suction at all. Customer was informed we will be sending an acc kit first to try fix issue. Customer states it is the unit, and she is getting uti's from wetting herself. It was explained that the manufacturer's guideline-states to have it sent and she will call back after they got the kit. It is unknown if lot/serial number was requested. No medical impact or medical intervention reported. Used with female wicks. No additional information provided. Troubleshooting did not resolved the issue.

Manufacturer narrative:
The reported event is unconfirmed as product meets specifications. Evaluation of sample noted: a bd purewick urine collection system with collection canister, lid, collection tubing with elbow connector, pump tubing and external power cord was returned for testing. There were cracks present on the canister. There was no residue present in the canister. The stop valve was working properly. There was light and sound indicating function. Once the device was opened up, there was a small amount of residue on the base and the rim. Further inside, there was no residue and mild corrosion on the returned pcba. There was also a small amount of residue in the inner tubing next to the motor. The device passed tm0301240 revision 3 with a value of 2.063 slpm with the returned pcba. The device passed tm0301240 revision 3 with a value of 2.061 slpm with the returned pcba after 10 seconds. A labeling/packaging review is not required as the reported event is unconfirmed. As the reported event is unconfirmed, DHR review is not required. Correction: b, d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the machine is not suctioning all the time. Just got kit last month. Patient with caregiver on the backline- states unit is not working. She was informed of need to go over t/s and w/t. The unit failed test as it did not suction at all. Patient was informed we will be sending an acc kit first to try fix issue. Patient states it is the unit, and she is getting uti's from wetting herself. It was explained that the manufacturer's guideline-states to have it sent and she will call back after they got the kit. It is unknown if lot/serial number was requested. No medical impact or medical intervention reported. Used with female wicks. No additional information provided. Troubleshooting did not resolved the issue.